Event description:
Subsequent to the initial MDR, additional information was received on 05/26/2026. On 05/26/2026, a follow-up was made in which it was confirmed that the IV ceftriaxone was for both the skin reaction and for the cut on his left index finger. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "skin reaction" occurred. The wearable was inserted into the arm on (B)(6) 2026. Approximately five days post-insertion, the patient experienced symptoms at the insertion site, including itching, redness, pimples or bumps, pustules, inflammation/swelling, pain/discomfort, and signs of infection. The patient also reported sustaining a cut on the left index finger while cooking on (B)(6) 2026. By (B)(6) 2026, the finger wound had shown progressive signs of infection. On (B)(6) 2026, the patient consulted a primary care physician and was prescribed antibiotics, along with instructions to apply warm compresses. Later that same day, the patient experienced a sensor failure and reported the issue. Following this, the patient removed the sensor and noted that the insertion site also appeared infected, with visible inflammation. The patient returned to the same physician and was prescribed oral clindamycin 300 mg three times daily for 10 days and received intravenous ceftriaxone 2 grams for three days. Diagnostic evaluations performed included bloodwork, x-ray, c-reactive protein (crp), and a complete blood count (cbc) with differential. At the time of reporting, the patient continued to report a palpable bump at the sensor insertion site. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).